Event description:
Patient was implanted with a prodisc-c at c4-c5 on (B)(6) 2012. Patient was experiencing pain. The patient was diagnosed with osteolysis and had cervical instability. The patient returned to the o.r. On (B)(6) 2013 for removal and a revision to a fusion. It was discovered that the prodisc-c was loose and there was non-adhesion of the end plates. Minimal gram-positive rods resembling propionibacterium were discovered during an intra-operative sample. Patient was readmitted on (B)(6) 2013 as inpatient receiving antibiotics via a peripherally inserted central catheter. This is 1 of 1 report for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. A review of the sterility documents was performed. Sterilization validation documentation were reviewed and demonstrated that sterile part number 09.820.035s included within this complaint had been evaluated for sterilization. P/n¿s 09.820.035s, the supporting validation demonstrates that the 25 kgy minimum routine sterilization dose employed by synthes is effective at achieving a sterility assurance level (sal) of 10-6. Part number 09.820.035s, lot 6688183 was sterilized. The certificate of processing from sterigenics applicable to this scn was reviewed and demonstrated that the minimum dose delivered to product was 31.5 kgy, and therefore, exceeded the specified minimum routine sterilization dose.

Manufacturer narrative:
Device was used for a product development evaluation was conducted. Complaint review: there has been one other complaint in the attached complaint history identifying a loose implant. There have been no other complaints referencing specific osteolysis. This is the 6th complaint regarding general infection but no complaints have been tied directly back to the implant. The low complaint rate indicates that there is not a systemic issue with the design of the packaging or sterilization protocols. Literature review: a pubmed search was conducted using the following search parameters, prodisc-c and infection, prodisc-c and osteolysis, and prodisc-c and loose with 1 total article returned cited below. The article is a case study of a single case in which a patient implanted with prodisc-c who developed osteolysis. The article abstract conclusion states that the osteolysis is not the result of an implant defect and that this is the first reported case of osteolysis. No new hazards, risks, or increased rates of occurrence of known hazards have been identified as a result of the pubmed searches. Evaluation: while the cause of the osteolysis is unknown the resultant effect on the implant would be loosening of the implant and possible migration. In this case the implant was found to be loose but no migration took place. The cause of pain is also unclear. The loosening in this case is most likely what attributed to osteolysis of an unknown cause and as such indeterminate. As this is the first complaint of osteolysis it is unlikely that systemic issues with the design or processes associated with the implant are a contributing factor. It is unknown what the causes are for the osteolysis is. This is the first case of osteolysis reported and the 6th of general infection. The low complaint rate indicates that these are not systemic failures of the implants design or processes but may be the result of other factors. The design control documentation is adequate with no updates required as a result of this evaluation and no new risks or hazards have been identified as a part of this review.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surface of the superior endplate showed a remnant of bone. The endplates had evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. The articulating surface of the superior endplate had evidence of a biofilm. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The pe inlay component shows signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is iatrogenic damage present on both endplates and the pe inlay consistent with surgical removal. There are signs of impingement between the superior and inferior components. No new risks, user needs, or updates to the product development evaluation for the complaint have been identified as a result of the condition of the device.